Manufacturer narrative:
Correction: h6, b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered sparks from a cycler while plugging it into an outlet. The peritoneal dialysis registered nurse (pdrn) reported that they tried to plug in the cycler and sparks flew from the outlet. The pdrn tried a second cord with the cycler and the same thing occurred. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered sparks from a cycler while plugging it into an outlet. The peritoneal dialysis registered nurse (pdrn) reported that they tried to plug in the cycler and sparks flew from the outlet. The pdrn tried a second cord with the cycler and the same thing occurred. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: a1, d10.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The power entry module is damaged. The heater tray spill guard is damaged. The cycler was plugged into an outlet and sparked from the outlet. The power entry module was replaced with a known good power entry module. The cycler underwent and passed a system air leak test. A post- accelerated stress test 2-hour 15-minutes 8500 ml simulated treatment was performed and completed with no problems or failures. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the spark event is confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered sparks from a cycler while plugging it into an outlet. The peritoneal dialysis registered nurse (pdrn) reported that they tried to plug in the cycler and sparks flew from the outlet. The pdrn tried a second cord with the cycler and the same thing occurred. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered sparks from a cycler while plugging it into an outlet. The peritoneal dialysis registered nurse (pdrn) reported that they tried to plug in the cycler and sparks flew from the outlet. The pdrn tried a second cord with the cycler and the same thing occurred. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Additional information was requested, however to date has not been provided.